Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
It was reported that after completion of a surgical procedure conducted at the user facility a paint chip had disassembled from the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updating record based on completed investigation.

Event description:
It was reported that after completion of a surgical procedure conducted at the user facility a paint chip had disassembled from the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.